Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37754, serial# (B)(4), product type: recharger.

Event description:
Information was received from a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. The patient reported that recharging took too long. The caller confirmed the implantable neurostimulator (ins) was not dead - it was about 50% full. The caller stated she could not recharge past 50%. The caller reported 0-4 coupling bars. Recharging best practices were reviewed with the patient and she was instructed to attempt a recharging session. The patient reported seeing a poor coupling screen and repositioning the antenna did not resolve the issue. An antenna locate was attempted but did not resolve the issue. The patient reported that the ins felt tilted in the pocket. The patient stated she fell flat on her tailbone within the last 6 months, but her healthcare professional told her it was unlikely to affect the system. Sticky patches were sent to the patient. No patient symptoms were reported.

Event description:
Additional information received from the manufacturer¿s representative reported that they met with today to check on why they were having difficulty recharging since their fall. The representative was able to get 4-6 coupling bars and it was taking the patient longer to recharge. The patient was still getting the same stimulation pattern for their pain as prior to their fall but they were using the stimulation more due to having more pain as a result of the fall. An impedance check showed values in the 800-900 ohms range. It was reviewed that the recharger antenna was replaced and the patient given adhesives disks in (B)(6) 2016 and, given that the patient reported that the ins was tilted after the fall, it appeared that this was the cause of the coupling issues. It was also reported the external equipment did not appear to be the issue. The healthcare professional (hcp) was to assess the pocket site more at a later date. Also, the representative reviewed best recharging methods with the patient today.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.